Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed that the deployment shaft wire had a major kink in the basket deployment. Functional tests were performed including x-rays. The reported failure was confirmed through analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during a myocardial ablation procedure for atrial tachycardia (at), the intellamap orion high resolution mapping catheter became intertwined inside the left atrium (la) with a non-boston scientific ablation catheter. They were able to remove the orion catheter by changing the deployment state and pushing/pulling on the ablation catheter. Then, after at energization was performed, the orion catheter was re-inserted to create the validation map, but it was noticed that the shaft inside the orion basket was bent. Deployment could not be performed inside the la, so the orion catheter was replaced and the procedure was completed with another of the same device. No patient complications occurred. The device is expected to been returned to boston scientific for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a myocardial ablation procedure for atrial tachycardia (at), the intellamap orion high resolution mapping catheter became intertwined inside the left atrium (la) with a non-boston scientific ablation catheter. They were able to remove the orion catheter by changing the deployment state and pushing/pulling on the ablation catheter. Then, after at energization was performed, the orion catheter was re-inserted to create the validation map, but it was noticed that the shaft inside the orion basket was bent. Deployment could not be performed inside the la, so the orion catheter was replaced and the procedure was completed with another of the same device. No patient complications occurred. The device is expected to been returned to boston scientific for analysis.